Manufacturer narrative:
No adverse event or incident was alleged to have occurred. The instrument was returned and evaluated. Failure analysis observed no frayed or broken wires. There was excessive biodebris on the grips that prevented the grips from opening and closing. No other damage was found. This failure does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci si total benign hysterectomy procedure the fenestrated bipolar forceps instrument was noted to have wires sticking out of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.